Event description:
It was reported to philips that the system failed to boot up successfully. The device was outside of clinical use at the time of the reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) examined the system onsite and confirmed that the system failed to boot up. Upon functional testing, the field service engineer identified that system does not turn on. Fse checked the tb2 in pdu (power distribution unit) and measured zero volts. Fse wiggled the ups bypass knob on the pdu and was able to get the ups to light up and provide 230vac to the m-cabinet, fse was able to start the system. As a part of troubleshoot fse replaced the mpd control unit with no success. Fse identified the cause of the issue due to ups failure which provide power to the host computer. The defective parts were returned for analysis, no issue was identified with the mpd control unit. However, the replacement of the ups on the system by the field service engineer has resolved the reported issue. After the replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.